Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
During surgery, the surgeon encountered difficulties in introducing the catheter. During retrieval of jugular introducer, it was necessary to redo a local anesthetic of good quality to retrieve this introducer. Afterwards, the surgeon saw that the introducer was damaged. Additional information has been requested but not provided by the reporter.

Manufacturer narrative:
(B)(4). Investigation results - a complete review of quality control, device history records, instructions for use (IFU), complaint history, and a visual inspection of the returned product. Only the sheath was returned to assist in the investigation. Visual examination revealed that the tip is damaged. Additionally, there appears to be damage to the proximal portion of the sheath. The sheath is not punctured or kinked. The material looks distorted; it may have been twisted causing the damage. It is likely damage to the tip of the sheath occurred during the procedure. It is unknown what caused the damage to the proximal portion of the sheath. This product is shipped with IFU which includes the following precaution: "all instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight." There is not evidence to suggest the device was not manufactured to specifications. The subject of this report is the first reportable incident of it's kind. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
During surgery, the surgeon encountered difficulties in introducing the catheter. During retrieval of jugular introducer, it was necessary to redo a local anesthetic of good quality to retrieve this introducer. Afterwards, the surgeon saw that the introducer was damaged. Additional information has been requested but not provided by the reporter.